Manufacturer narrative:
Balt USA reference: #(B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f240800474 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician used an eclipse 2l occlusion balloon cath today that was defective. He was injecting onyx through the catheter and the tip broke off. Can we get a replacement for this? The staff did not save the catheter, but I do have the packaging. Ref# (B)(4). Lot# f240800474". Incident report form submitted for this complaint indicates that no patient injury was sustained. Additional information received from the issuer - 21feb2025: "- could you please tell us if the incident occurred when the eclipse2l was inside or outside the patient? Yes. - could you please tell us how the eclipse was prepared? Dfu. - could you please tell us if you see any damages during the preparation of the device? No - could you please tell us if you inject something inside the catheter other than onyx? Yes. - could you please inform us about the patient condition to date? Fine. - could you please tell us how the physician ended-up the case? As usual. - could you please tell us if you succeed to purge the balloon? / remove the air from the balloon? Yes".